Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump passed the displacement test and off no power test. The operating currents were within specification. The down arrow on the device had intermittent response due to corroded keypad traces. Moisture damage was found on all of the electronic, motor, and vibrator motor assemblies. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed battery out limit and he was unable to clear it. He was having keypad issues. Customer stated the device was working fine earlier it had alerted for him to replace the battery. Customer's blood glucose was 160 mg/dl. Customer doesn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.